Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The field service engineer (fse) found the o2 sensor test failing in extended self-test (est)and found the o2 sensor defective. The customer was sent a quote for repair. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported low o2 supply in the system. There was no patient involvement.